Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Photo analysis: visual analysis of the photographs identified: deflation: no observed an opening the device. It¿s difficult to see because in the photo is a little clear fluid inside of the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side deflation of a tissue expander. The device has been explanted and replaced with another expander.